Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was below 50 mg/dl at the time of incident and current blood glucose level was 165 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleging insulin pump was over delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for low blood glucose level and over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test. No bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08770 inches.